Manufacturer narrative:
THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THERE WAS NO REPORT OF A DEVICE PERFORMANCE ALLEGATION. THE REPORTED PATIENT SYMPTOMS ARE KNOWN RISK ASSOCIATED WITH THIS DEVICE TYPE AND INDICATED AS SUCH IN THE INSTRUCTIONS FOR USE. BASED ON THE INFORMATION AVAILABLE, THE CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE WAS ASSIGNED TO THIS INVESTIGATION. MODEL NUMBER/CATALOG NUMBER: 72404127. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1000311028. MODEL/CATALOG DESCRIPTION: CONTROL PUMP FGS IZ. UNIQUE IDENTIFIER (UDI) # (B)(4). MODEL NUMBER/CATALOG NUMBER: 72400024. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1000315802. MODEL/CATALOG DESCRIPTION: BALLOON FGS 61-70 CM. UNIQUE IDENTIFIER (UDI) # (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRING URINARY INCONTINENCE. A SURGICAL PROCEDURE WAS PERFORMED DURING WHICH URETHRAL ATROPHY WAS IDENTIFIED. THE AUS WAS REPLACED AND NO ADDITIONAL PATIENT COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THERE WAS NO REPORT OF A DEVICE PERFORMANCE ALLEGATION. THE REPORTED PATIENT SYMPTOMS ARE KNOWN RISK ASSOCIATED WITH THIS DEVICE TYPE AND INDICATED AS SUCH IN THE INSTRUCTIONS FOR USE. BASED ON THE INFORMATION AVAILABLE, THE CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE WAS ASSIGNED TO THIS INVESTIGATION.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRING URINARY INCONTINENCE. A SURGICAL PROCEDURE WAS PERFORMED DURING WHICH URETHRAL ATROPHY WAS IDENTIFIED. THE AUS WAS REPLACED AND NO ADDITIONAL PATIENT COMPLICATIONS WERE REPORTED.

Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced recurring urinary incontinence. A surgical procedure was performed during which urethral atrophy was identified. The AUS was replaced and no additional patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 72404127,Batch/Lot Number: 1000311028,Model/Catalog Description: CONTROL PUMP FGS IZ,Unique Identifier (UDI) # (B)(4).Model Number/Catalog Number: 72400024,Batch/Lot Number: 1000315802,Model/Catalog Description: BALLOON FGS 61-70 CM,Unique Identifier (UDI) # (b)(4).The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the events of Atrophy and Incontinence were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation, as the patient's condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.